Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a bard mini-infuser that would not power up was confirmed and reproduced during sample evaluation. The assignable cause was determined to be a damaged battery spring assembly. The battery spring assembly was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a mini-infuser with a condition of "pump will not power up." It is unknown when the event occurred; however, it was identified in the "patient's home." There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.